Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 1 colony forming units of citrobacter freundii complex, 8 cfus of candida albicans, 2 cfus of staphylococcus hominis, 1 cfu of micrococcus luteus, >80 cfus of candida glabrata (nakaseomyces glabratus) 18 cfus of candida glabrata (nakaseomyces glabratus) and 1 cfu of micrococcus spp . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.